Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's atrial lead exhibited noise oversensing. Noise could not be replicated with isometric testing. It was not clear if inappropriate ams episodes were seen or not. The lead was capped and replaced. Patient was stable.